Event description:
In 8/2003, the pt experienced a fractured ulna and a fractured radius in an auto acciident. The next day plates and screws were implanted into the pt. The fractures healed by 1/2004. The pt experienced persistent pain in the fracture sites. In 2004 the plates and screws were removed from the pt and the surgeon noticed discoloration in the heads of the screws.